Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital due to melenic stools in setting of supratherapetic inr. The patient¿s hemoglobin dropped to 6.7 g/dl with an inr of 3.3. The patient received 2 units of packed red blood cells. An esophagogastroduodenoscopy (egd) was planned once inr under 2. At the time of the event, the patient was taking aspirin and warfarin. Additional information was requested but not provided.